Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information as reported. Health care professional reported the patient claimed they turned over abruptly in bed and the leads were stuck on the bed sheets which caused the leads to fracture.

Manufacturer narrative:
Concomitant medical products: product ID 3057, product type: screening device. (B)(4).

Event description:
The trial patient reported that it was painful as the leads were placed the day prior to the report. It was also indicated that it was hurting near the incision site and buttocks. This occurred during the basic evaluation. The patient declined turned down the stimulation. It was further reported that the patient had pain when voiding, had a hemorrhoid, and had some diarrhea on (B)(6) 2017. They were having diarrhea all night on (B)(6) 2017. The patient felt like the symptoms were the same as before the evaluation started. The device was currently not working as the patient was getting "cannot provide desired settings, call your clinician." They were going to contact the healthcare provider. The issues were not resolved. There were no further complications reported as a result of this event. Additional information was received from the healthcare provider (hcp). Serial number of the external neurostimulator (ens) is unknown. Cause of the pain when voiding was not expressed to the hcp. Hcp said the only thing mentioned to them was that it stopped working. Patient had fractured both leads and activity. The hemorrhoid, diarrhea, and "cannot provide desired settings" was resolved by removing the leads and ens. No further patient complications have been reported as a result of this event.